Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a report from a customer that a patient was scanned using the sense body coil for a leg examination. After the examination reddening of 2 by 5 cm with a blister of unknown size was observed on the left hip/thigh of the patient.

Manufacturer narrative:
(B)(4). There is no indication of a malfunction of the mr device, as it is still in use without further events. Although it was stated that padding was used between the coil cable and patient, this may have shifted during the examination. Based on the shape and the place of the affected skin, it is concluded that the cause of the injury was the cable of the coil being positioned in close proximity to the skin. Further contributing factors identified are: the patient condition; the number of high sar scans performed; the whole body rf dose administered; the patient ventilation was turned off; the patient was covered by a blanket or sheet.